Manufacturer narrative:
The insulin pump was received with act and escape buttons not responding due to unlock on j2/lcd keypad connector. No scrolling number display anomaly noted. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. Pump received with minor scratched display window, cracked case at display window corners, broken off battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call that the insulin pump was broken around the cap on the inside of the pump. The customer's blood glucose was 300 mg/dl. The customer treated with insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.